Manufacturer narrative:
Final analysis found external insulation abrasion breaching the non functional cable lumen at proximal region of the lead. The cause of insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.